Event description:
It has been reported that one bd vacutainer® multiple sample luer adapter has been found missing label information before use. The following has been provided by the initial reporter: the complaint product was found during labelling process. When we opened the carton we found complaint product (label ID blank) as many as 1 box (100 ea).

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a missing barcode on the shelf packaging with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® multiple sample luer adapter has been found missing label information before use. The following has been provided by the initial reporter: the complaint product was found during labelling process. When we opened the carton we found complaint product (label ID blank) as many as 1 box (100 ea).